Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 40 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support that this could occur due to a variance in measured pressures affecting the calculation of remaining insulin, and it was explained that the fill estimate would begin to count down as normal once the static number matched the actual remaining insulin. The caller understood and acknowledged the explanation.